Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer just placed the lift in the home of his customer and the left front caster wheel will not swivel.